Event description:
It was reported that this patient underwent a device changeout procedure in which this right ventricular (rv) lead was suspected to have been switched in this device header. Loss of capture (loc) occurred. Then, this pacemaker dependent patient entered atrial fibrillation (af) and as the right atrial (ra) lead was in the rv (right ventricular) port of the device, pacing inhibition occurred. A temporary lead was placed. This patient underwent a second procedure in which the leads were placed into the correct ports. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).